Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that: "the pt underwent hip replacement surgery on (B) (6) 2005 at (B) (6) health care center". It was further reported that, "several years after implantation, the pt began experiencing significant clicking, squeaking, pain and discomfort in the area of her hip." Further, it is alleged that, "the pt's defective device was recalled by stryker (B) (4) on (B) (6) 2008 due to the detection of mfg residuals."